Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, he experienced a skin reaction with infection on an unspecified location. The patient had an imaging procedure done on his right arm for unspecified reason. The x-ray was also performed on his left arm as he stated that when he removed the previous sensor from his left upper arm, the area became infected. No further information was shared. On the same day, the reaction was prescribed an unknown antibiotic. At the time of the report, patient condition was stable. No photos or other details were documented. Attempted to call the customer for additional details, but they declined to provide further information. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).